Event description:
Reportedly, a urinary retention occurred. The surgeon rated the severity as mild (1: awareness of sign or symptoms but easily tolerated). The relation to device/procedure was rated as a 3 (definite relation to device). The tape was loosened in office and no medication was administered.